Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection procedure, when the colon was cut, the surgeon was unable to press the green button and squeeze the handle, hence the device did not fire. Another device was used with a different lot number. There was no patient injury.